Manufacturer narrative:
The associated complaint device was not returned for evaluation. No radiographs or other clinical supporting documents were provided to conduct a thorough analysis of the reported incident. However, the surgeon has documented the patient acquired an infection resulting in a revision procedure. A review of complaint history revealed no prior complaints for the listed batch and no prior complaints for the listed part with this failure. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization records revealed this product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4) customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon washed out and treated the knee for infection and changed out the insert.